Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer received assistance with resetting the pump from technical support and was advised to continue using the pump, with instructions to contact technical support if the malfunction code reappeared.